Event description:
It was reported that there was a confirmed motor stall, with no recovery, noted in the event logs following a magnetic resonance imaging (MRI) or other medical procedure. No further details, patient symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).